Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration sets could not be connected to the connector. This issue was further described as, ¿when tried to fit to the connector it did not screw¿. This issue was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.